Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited two high out of range pacing impedance measurements greater than 2,000 ohms, and resulted in activation of the lead safety switch (lss) feature to unipolar configuration. Additionally, many atrial tachy response (atr) episodes were observed upon review of stored device memory due to oversensing of noise. Most of the noise occurred during unipolar sensing. Recent measurements were noted to be within normal limits in the 400 ohms range. Technical services (ts) discussed potential troubleshooting and programming options. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited two high out of range pacing impedance measurements greater than 2,000 ohms, and resulted in activation of the lead safety switch (lss) feature to unipolar configuration. Additionally, many atrial tachy response (atr) episodes were observed upon review of stored device memory due to oversensing of noise. Most of the noise occurred during unipolar sensing. Recent measurements were noted to be within normal limits in the 400 ohms range. Technical services (ts) discussed potential troubleshooting and programming options. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.